Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
Date of placement is not known, a leak at the bifurcation was noted on (B)(6) 2011. Line removed and replaced without incident.